Event description:
During a remote follow-up, increase, out of range, defibrillation impedance was detected on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the suspected cause of the event was due to the patient's weight gain. The patient will continue to be monitored.